Event description:
Medtronic received information that during use of a 77422 eopa arterial cannula, the customer reported that the tip of the cannula was loose and the stylet went through longer than normal. Device was replaced with a backup and there was no patient impact associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the returned device has the introducer assembled incorrectly in the cannula which allows more of the introducer to extend from the tip of the cannula. The introducer was removed and assembled per the IFU and the introducer appears to extend from the tip as expected. Reason for return was undetermined. Conclusion: after investigation at medtronic, complaint is unconfirmed for the tip of the cannula being loose and the stylet going into the cannula longer than expected. There was no observed damage to the device and performance testing indicated that the device functions as intended. The returned product showed that the device had been mis-assembled - the white introducer was placed into the cannula body first and then the red hemostasis cap was placed on after. The IFU states that the white introducer should be inserted into the red hemostasis cap first prior to being placed inside the cannula body. Based on the information provided, this complaint is the result of a use-related issue. The device history record was not reviewed as the information provided shows no evidence of manufacturing issues with the complaint device. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.